Manufacturer narrative:
A2. Age at time of event: 18 years or older e1. Initial reporter city: (B)(6).

Event description:
It was reported that shaft break occurred. The 75% stenosed target lesion was located in a shunt in a mildly tortuous vessel. A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, during the procedure, it was noted that the shaft got separated inside the catheter. The device was removed and the procedure was not continued. There were no patient complications nor injuries reported. It was further reported that the device was slowly pulled into the sheath with the guide wire and removed together.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. E1. Initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. Analysis of the device confirmed the reported separation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen was stretched and separated 127.5cm from the hub of the catheter; 35.8cm from the distal tip of the catheter. The inflation lumen was stretched 31.7cm from the distal tip to the separation. There are multiple kinks along the separated distal shaft section of the device. Microscopic examination revealed that the exit notch was torn. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 75% stenosed target lesion was located in a shunt in a mildly tortuous vessel. A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, during the procedure, it was noted that the shaft got separated inside the catheter. The device was removed and the procedure was not continued. There were no patient complications nor injuries reported. It was further reported that the device was slowly pulled into the sheath with the guide wire and removed together.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).

Event description:
It was reported that shaft break occurred. The 75% stenosed target lesion was located in a shunt in a mildly tortuous vessel. A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, during the procedure, it was noted that the shaft got separated inside the catheter. The device was removed and the procedure was not continued. There were no patient complications nor injuries reported.